Event description:
During a video thoracoscopic marginal lung resection procedure, the firing trigger stick in the middle of the second fire. Was not possible neither to continue to fire, nor any effect release button and manual release. The thoractomy was performed to place another endocutter to staple and cut the piece of the lung and to remove the device. The operation was prolonged for 45 min due to this accident. There was no further consequence to the pt reported.